Event description:
It was reported that during a da vinci colectomy procedure, patient side manipulator (psm) arm goes in halfway and stops. The surgical staff were able to force the arm into position, but wanted the technical field specialist (tfs) to check the arm. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the in-house weighted brake drop test along axis 2. The axis-2 brake and metal gear was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during failure analysis investigation and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.